Event description:
A site representative received a report from a site representative, stealth coordinator, on (B)(4) 2014, alleging a 3cm inaccuracy occurring while in a cranial procedure on (B)(4) 2014. The site stealth coordinator performed a system check-out and was unable to replicate the alleged inaccuracy. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correct mfg date now provided.

Manufacturer narrative:
Site declined to provide patient identifier, age and weight. A medtronic representative, following-up at the site, reported the site stated that the cause of the alleged inaccuracy could have been skin shift associated with the non-invasive patient tracker; it was accurate before they draped. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.